Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirates. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in united arab emirates. It was reported that patient faced went to an emergency room and eventually got hospitalized on (B)(6) 2025 due to infusion set bent cannula and hyperglycemia event. Infusion set was used for one day. Blood glucose level was 270 mg/dl at the time of the event. Patient was experienced dehydration at the time of the event. Patient got treated with manual injection. Patient was found positive for high ketones level. No further information available.